Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: 1.non-biosense webster inc.: cordis 8 french sheath 2.carto 3 system us catalog #: fg540000 serial #: (B)(4) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. At the beginning of the procedure, the patient was hypertensive (200/110) and tachycardic. Medications (unspecified) were administered. As the heart rate decreased, the left atrium decreased from 5 cm to 4 cm. Re-mapping the atrium was discussed. Physician opted to use the existing map along with intracardiac echocardiography (ice) and fluoroscopy to monitor catheter position. During ablation in the left atrium, a steam pop occurred. Remainder of procedure was aborted after observing a slight increase in impedance. A small pericardial effusion was noted via ice. Initially, the effusion appeared stable, then increased. Pericardiocentesis yielded an unspecified volume of fluid. Patient was stabilized. Protamine was administered for heparin reversal. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the steam pop caused the effusion. It is not known if a biosense webster, inc. Product was responsible for the adverse event. There were no issues, errors, or malfunctions reported on any biosense webster, inc. Products or equipment during the procedure. Transseptal puncture was performed with an unspecified product. A cordis 8 french sheath was used. Generator was set on power control mode. There is no information regarding generator parameters at the time of injury. Generator settings at the time of injury included power at 35 watts and impedance of 110 ohms. Power was titrated during ablation. Power reached the target setting in 45 seconds. There is no information regarding overall ablation time. Last ablation cycle time was 45 seconds. Irrigated catheter flow was set at 15 ml/min while ablating at 35 watts. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at 300 seconds during the procedure. Shaft proximity interference value was reported as 20 (unspecified). Thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop was assessed as not reportable as it is an expected physiological phenomenon and is not considered to be the result of a device malfunction.

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. At the beginning of the procedure, the patient was hypertensive (200/110) and tachycardic. Medications (unspecified) were administered. As the heart rate decreased, the left atrium decreased from 5 cm to 4 cm. Re-mapping the atrium was discussed. Physician opted to use the existing map along with intracardiac echocardiography (ice) and fluoroscopy to monitor catheter position. During ablation in the left atrium, a steam pop occurred. Remainder of procedure was aborted after observing a slight increase in impedance. A small pericardial effusion was noted via ice. Initially, the effusion appeared stable, then increased. Pericardiocentesis yielded an unspecified volume of fluid. Patient was stabilized. Protamine was administered for heparin reversal. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).